Event description:
Medwatch adverse event narrative device: freestyle libre 3 plus continuous glucose monitoring (cgm) system manufacturer: abbott diabetes care event type: device malfunction resulting in serious safety risk I am a diabetic who uses a freestyle libre 3 plus continuous glucose monitoring (cgm) system for routine glucose monitoring. I have no prior history of hypoglycemic episodes, loss of consciousness, or driving-related medical incidents. On (B)(6) 2026, prior to driving, my freestyle libre cgm displayed a glucose reading of approximately 150 mg/dl. This value is within a safe range for driving, and I experienced no warning symptoms such as dizziness, confusion, weakness, or sweating. Relying on this reading and the absence of symptoms, I proceeded to drive my 2021 toyota 4runner. While driving, I suddenly and unexpectedly lost control of my vehicle, resulting in significant vehicle damage, including underbody damage and airbag deployment. Law enforcement responded to the scene and requested paramedics to evaluate me for possible medical causes. Paramedics performed a fingerstick blood glucose test at the scene, which measured my blood sugar at approximately 50 mg/dl. This level is critically low and near loss-of-consciousness range. This reading was inconsistent with the cgm data displayed prior to and during the drive and indicates that the cgm failed to provide accurate readings or adequate warning of severe hypoglycemia. The cgm did not alert me to a rapidly falling or critically low glucose level. Based on the discrepancy between the cgm reading and the confirmed blood glucose measurement, it appears the sensor malfunctioned or provided inaccurate data at a critical time. Although I was not physically injured, this event resulted in substantial property damage and created a serious risk of injury or death to myself and others. I have preserved the cgm sensor and associated data. This report is submitted to document a device malfunction that contributed to a dangerous real-world event and to support ongoing safety monitoring of this product. This report is submitted to document a device malfunction that contributed to a dangerous real-world event and to support ongoing safety monitoring of this product.